Event description:
The dentist reported that 28 days after the dental implant was installed in intra-oral region #19 it was verified its non-osseointegration. Forty-five ncm of primary stability was achieved and immediate load was performed.